Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 09:51:05 on (B)(6) 2025. At 23:18:46, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 23:19:23, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. At 23:19:48, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. At 23:20:15, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity. The device was shut down at 00:10:02 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.